Event description:
Information received from the field does not address the patient's clinical status but notes that during interro- gation of the device, all of the microprocessor parameters showed dashes. Upon reinterrogation, the printout was normal. However, the "atach detect rate" line from the programmer printout was missing.~~~~~~~